Event description:
The pump was returned for investigation. Investigation revealed that the pump display was dim. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there are multiple scratches on the display lens. The pump powered up to a dim/fading display. (B)(6).